Event description:
The patient was undergoing a thrombectomy procedure to treat an occlusion in the left internal carotid artery (ica) m2 segment. Access was initiated at the right femoral artery and an 8f short sheath was placed. A long sheath was then advanced over a competitor's guide catheter and used to access the left common carotid artery. Multiple attempts were made to advance a competitor's guide catheters and zoom 88 guide catheter without success. After 1-hr of attempts, the decision was made to direct access the left common carotid artery. An 8f sheath was advanced after micropuncture access under ultrasound to the level of carotid bifurcation. Zoom 88 and zoom 71 catheter were advanced to the level of middle cerebral artery (mca). Aspiration was connected and applied for 5 min, then zoom 71 was removed. Upon removal, the distal end of zoom 71 catheter was noted to have fractured. During the next pass, the physician then opted to use a guidewire, competitor's aspiration and microcatheter and zoom 88. On the second attempt, the fractured zoom 71 portion was retrieved with zoom 88 and competitor's catheter as a system under aspiration. A post procedure angiogram showed that there was opening of the m3 vessel but a continued thrombus in the m2/m3 junction and another m3 branch was noted to be still occluded. Third pass was attempted, and angiogram demonstrated a tici 2b reperfusion without complications. The procedure was concluded, and the patient was extubated and transferred to neuro ICU in a stable condition. The patient was undergoing a thrombectomy procedure to treat an occlusion in the left internal carotid artery (ica) m2 segment. Access was initiated at the right femoral artery and an 8f short sheath was placed. A long sheath was then advanced over a competitor's guide catheter and used to access the left common carotid artery. Multiple attempts were made to advance a competitor's guide catheters and zoom 88 guide catheter without success. After 1-hr of attempts, the decision was made to direct access the left common carotid artery. An 8f sheath was advanced after micropuncture access under ultrasound to the level of carotid bifurcation. Zoom 88 and zoom 71 catheter were advanced to the level of middle cerebral artery (mca). Aspiration was connected and applied for 5 min, then zoom 71 was removed. Upon removal, the distal end of zoom 71 catheter was noted to have fractured. During the next pass, the physician then opted to use a guidewire, competitor's aspiration and microcatheter and zoom 88. On the second attempt, the fractured zoom 71 portion was retrieved with zoom 88 and competitor's catheter as a system under aspiration. A post procedure angiogram showed that there was opening of the m3 vessel but a continued thrombus in the m2/m3 junction and another m3 branch was noted to be still occluded. Third pass was attempted, and angiogram demonstrated a tici 2b reperfusion without complications. The procedure was concluded, and the patient was extubated and transferred to neuro ICU in a stable condition.

Manufacturer narrative:
Only the distal section of the zoom 71 catheter was returned for investigation. The proximal section of the catheter was discarded at the user facility. The device investigation of the returned portion confirmed shaft breakage of the distal section. Additionally, there was material elongation at the point of the shaft break. Based on the limited information and no case images provided and return of the distal portion of the zoom71 catheter only, the exact root cause of shaft breakage could not be determined. The manufacturing records were reviewed, and demonstrated the product met all the design and manufacturing specifications.